Event description:
It was reported that the lead was attempted, but not implanted due to patient anatomy, and that it had dislodged. The lead was replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, full lead was analyzed. It was also noted that the lead was stretched, and was damaged at implant.